Event description:
The device was applied during a right hemicolectomy procedure. The instrument would not open after firing. The surgeon manually manipulated the instrument open and applied another device to complete the procedure. The hosp has reported no pt injury occurred.